Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. (B)(4) evaluated the subject device and the reported phenomenon was duplicated. (B)(4)replaced the lcd panel of the subject device to another lcd panel, the issue was resolved. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however there was the possibility of this phenomenon is attributed to accidental failure of the lcd panel of the subject device. The instruction manual of the subject device states the corresponding method when there is an abnormality for the device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure for endoscopic submucosal dissection (esd) with the subject device, the image displayed on the subject device was disappeared. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.